Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they believed their pod was leaking, there was a smell of insulin, and their blood glucose level rose to 342 mg/dl while wearing the pon on their arm for an unknown duration. The patient stated that even after several correction doses there was no improvement. The patient went to the emergency room (ER) to seek medical attention on (B)(6) 2026. The patient¿s symptoms included nausea, vomiting, and increased heartbeat. The patient was diagnosed with diabetic ketoacidosis. As treatment, the patient received intravenous insulin and fluids. The patient was released that same day, after 5 hours in the ER.